Event description:
Clinical trial: it was reported that post index procedure, the patient died. The index procedure treated a de novo lesion in the ramus. The lesion was 2.75 mm wide, 20 mm long, and 95% stenosed. There was moderate calcification and moderate tortuosity. The physician predilated the lesion prior to placing a 2.75 x 20 mm taxus express2 stent. Residual stenosis was 0%. The patient received gpiib/iiia inhibitors and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 738, the patient expired. His daughter stated that he died in his sleep, and the cause is unknown. No autopsy was performed. In the opinion of the physician, there was an unknown relationship between the death and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch #6881776, found that the device met its material, assembly and product specifications, at the time of release to distribution.